Event description:
It was reported that the initial surgery for an acl repair was on (B)(6) 2011. Fifteen months later patient (fireman) felt sharp knee pain during regular drills. Revision surgery done on (B)(6) 2013, to remove broken screw. Acl graft was intact, tibia tunnel filled with osteoset. Patient had good bone quality.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The most likely cause of this type of event is damage to the implant at the time of insertion which led to the breakage and post-op fragment in the joint space, improper placement of the device in the tunnel and/or patient non-compliance with the post-op protocol. Implant breaking during insertion is typically caused by driver not being fully seated during insertion, not inserting the implant coaxial to the bone tunnel, improper bone preparation prior to insertion and/or prying/leveraging the driver while the implant is still loaded. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.